Event description:
Pt arrived in pacu with part of the linen sheet glued to his incision. It is belived the adhesive had not dried the entire amount before the pt was turned onto the linen.what was the original intended procedure?lumbar fusion.